Event description:
It was reported that the customer was unable to remove the battery cap on the insulin pump. The customer blood glucose level was 130 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
After battery installation unit alarmed failed battery test due to faulty battery tube. Analysis was unable to test bolus wizard due to failed battery test faulty battery tube. The insulin pump was received with stripped battery cap coin slot. Also the unit received with minor scratches on display window. Unit received with cracked case at display window corners.